Event description:
The manufacturer received information alleging difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted where the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 23, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed unknown contaminant on the flip door, top enclosure, rear panel, bottom enclosure, inside iso port, pca, blower box, blower, blower seal, and on the ui panel. They observed black hairlike contaminant on the flip door, top enclosure, ui panel, rear panel, bottom enclosure, and blower. The manufacturer observed a whining sound when powered on from the blower. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was on the blower. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The manufacturer concludes there was evidence of sound abatement foam degradation in the device. Sections d8, d9, h2, h3, h6 has been updated in this report.